Event description:
(B)(4). The day of implantation I had severe pain to point of hospitalization. Still have extreme pain every day. No periods. And if I do, it's like one day. Hair falling out. Weight gain that can't be lost. Nausea, vomiting. Spasms in right side where ovary is. Mood swings that do not associate with my bipolar.